Event description:
A customer reported an issue with a cgm error identified as error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with complete pump reset instructions, and assisted them through the reset process. After the reset, the cgm error code did not recur, and the customer successfully initiated their sensor session.